Manufacturer narrative:
To date the product was not received for evaluation. Patient was under treatment for perioral dermatitis at time of thermage treatment. It is unknown if the event occurred because of medical treatment or because the anesthetic cream was not wiped off completely. The highest energy used was 3.5. There was no report of system error or abnormality during the treatment. Burns, blisters, scabbing and scarring are all known possible adverse patient reaction to the thermage treatment. The patient was under a treatment with side effect of blistering, peeling, red skin rash, it is possible that procedure exacerbate the side effect of the drug. The patient is getting better with no permanent damage. Based on the available information, no causal factor can be determine and no conclusion can be drawn.

Manufacturer narrative:
The device involved in the reported event was not returned for evaluation. The serial number of the device was not provided therefore we were unable to review the manufacturing records.

Event description:
A report from a facility in (B)(6) stated that on (B)(6) 2018 a patient underwent a thermage treatment. The patient was under medical treatment (doxycycline 40 mg) for perioral dermatitis however no injury were noticed at the time of the treatment. On (B)(6), the patient came back to the clinic because the skin on her cheek appeared burnt. The doctor prescribes corticoids and sun protection cream. On (B)(6) 2018 we received an update on the patient's conditions indicating that the patient is getting better with no permanent damage or scarring.